Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine with concentration 12.0 mg/ml at a dose rate of 5.664 mg/day and dilaudid with concentration 40.0 mg/ml at a dose rate of 18.879 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient missed a pump refill that was scheduled for (B)(6) 2016. The patient experienced pain which began on (B)(6) 2016. The change in therapy/symptoms was described as having been sudden versus gradual. It was indicated that the patient missed the refill because she was hospitalized for unrelated reasons that were not device or therapy related. The pump was alarming. The patient thought the alarm was a single beep and they were unsure of how often she was hearing it. The alarm was further described as possibly having occurred once an hour. The sound of the alarm was noted as having been consistent with a pump alarm. The patient was to follow-up with an hcp, however it was noted that the patient's hcp was out of town until (B)(6) 2016. It was indicated that the patient was not in rehabilitation for an unspecified amount of time. The rehabilitation was noted as having been unrelated to pump or therapy. Regarding the event, no other medications (non-reservoir pump medications) were noted at the time of the report. Additional information has been requested regarding actions taken to resolve the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.